Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of unable to deploy bands.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2023. During the procedure, none of the ligatures were used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.